Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Received hardcopy pfn and disinfected device in the mail from allergan sales representative. Surgeon reported "access port leaking from bottom of base plate. Revision of port and replacement with new port. ". No original lap-system serial number provided. Replacement lap-band ap large (B) (4) was used. Follow-up has been requested from allergan sales representative. Follow-up findings: original lap-band system data and patient's weights received.